Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) a service code 204 occurred. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 204. The service code 204 (belt/monitor unusable) was caused by a defective u409 (high speed can transceiver), y402 (belt communications oscillator clock) and u413 (serial peripheral interfaces controller area network controller). The root cause of the defective components was unable to be positively determined, however, the failure rates of components u409, y402 and u413 are all well below their predicted failure rates. No adverse event resulted from the defective monitor components. The last pt to use this monitor did not report any deficiencies.